Event description:
It was reported that during a da vinci-assisted surgical procedure that there was an ongoing issue with the monopolar energy cord connection at the energy shield monitor. The procedure continuously receive a ¿cord is damaged¿ message that interrupted energy delivery. The intuitive tech support engineer (tse) advised replacing the cord. The caller advised that this issue has occurred with multiple cords. The procedure was reportedly being completed as planned, with no reports of patient injury. How the issue was resolved was not specified.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the energy shield monitor (esm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The energy shield monitor (esm) was analyzed and found the neutral cable inserts were found damaged, replicating and confirming the reported event. The complaint regarding monopolar cord issues was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a faulty component which is the damaged neutral cable.

Event description:
Refer to h11 for follow-up information.